Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported by the patients physician that they were unaware of this issue until after the fact. The patient had taken care of setting up the appointment with the company representative regarding the device not working.

Event description:
The patient played with his implantable neurostimulator (ins) and got it all ¿out of whack¿. The device had to be reprogrammed. Additional information has been requested to obtain more information regarding this event.